Event description:
It was reported the patient was no longer receiving stimulation. It was also reported the charger and programmer could no longer communicate with the ipg. A replacement charger and programmer were tried to no avail. As a result, the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.